Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the issue that was found internally at elekta inc. The issue was determined to be a defect in the product. When a new structure is added and a forced electron density is defined, the dose is not removed. Although the dose distribution will not account for the new structure and forced density, the structures spreadsheet will indicate that the new contour and forced density have been applied. This inconsistency could result in incorrect clinical decisions that could result in dose errors greater than 5%. The defect will be fixed in a future release.

Event description:
During an internal investigation at elekta inc.,when adding a new structure with volume and force ed, the dose is not removed as expected.